Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever, cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and discharged within a week. The patient was treated with moxifloxacin (dose not reported, intravenous, for 5 days) and gentamicin (dose not reported, intraperitoneal, full 2-week course) to prevent infection. At the time of this report, the patient was recovered from the peritonitis for days after hospitalization. Action taken with pd therapy was ongoing. No additional information is available.